Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 2064 mg/dl. The customer experienced dehydration, swollen tongue, confusion and slurred speech. The customer was still hospitalized at the time of the call, and the caller couldn't troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currrently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.